Event description:
It was reported that there were accuracy issues with a pump. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received on 01-sept-2022 via email and attached in complaint object: all issues with this device were found during testing and recertification. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as after running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause of the reported event is unknown, no fault or issue was found. No repair was needed, preventive maintenance was performed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified that this device has not been in for service previously.